Event description:
A malfunction alarm with code malf 24 was reported, and it was confirmed that there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.